Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after underlay implant, the patient experienced draining sinus tract of purulent discharge, open draining wound, adhesions, and infected intraperitoneal mesh. The device had been used with arista medafor (w2212187, lot# sm0002-USA). Post-operative patient treatment included exploratory laparotomy, explantation of infected mesh, lysis of adhesions, and expected enterotomy repair.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after underlay implant, the patient experienced draining sinus tract of purulent discharge, open draining wound, adhesions, pain and infected intraperitoneal mesh. The device had been used with arista medafor (w2212187, lot# sm0002-USA). Post-operative patient treatment included exploratory laparotomy, explantation of infected mesh, lysis of adhesions, and expected enterotomy repair.

Manufacturer narrative:
H6 patient codes - e2402 (sinus tract). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after implant, the patient experienced draining sinus tract of purulent discharge, open draining wound, adhesions, and infected intraperitoneal mesh. The device had been used with arista medafor ((B)(4), lot# sm0002-USA). Post-operative patient treatment included exploratory laparotomy, explantation of infected mesh, lysis of adhesions, and expected enterotomy repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced sinus tract, open draining wound, adhesions, and infected intraperitoneal mesh. The device had been used with arista medafor ((B)(4), lot# sm0002-USA). Post-operative patient treatment included exploratory laparotomy, explantation of infected mesh, lysis of adhesions and expected enterotomy repair. The patient had revision surgery 1 year and 3 months post-surgery.

Manufacturer narrative:
Additional information: (manufacturer name, first name, last name, street 1, city, region, postal code, email, phone), h6(patient codes), additional codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after underlay implant, the patient experienced draining sinus tract of purulent discharge, open draining wound, adhesions, pain, digestive issues, swelling and bloating, depression, loss of enjoyment of life, and infected intraperitoneal mesh. The device had been used with arista medafor (w2212187, lot# sm0002-USA). Post-operative patient treatment included exploratory laparotomy, removal of infected mesh, lysis of adhesions, mediation, and expected enterotomy repair.

Manufacturer narrative:
Additional information: b5, b7, h4, h6 (added patient, device, and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional ventral hernia. It was reported that after underlay implant, the patient experienced draining sinus tract of purulent discharge, open draining wound, adhesions, pain, digestive issues, swelling and bloating, depression, loss of enjoyment of life, infection, obstruction, perforation, recurrence, inflammation, enterotomy, and infected intraperitoneal mesh. Post-operative patient treatment included exploratory laparotomy, removal of infected mesh, lysis of adhesions, medication, wound vac, small bowel resection, wound irrigation, and expected enterotomy repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an exploratory laparotomy, explantation of infected mesh, lysis of adhesion and expected enterotomy repair. She had revision surgery 1 year and 3 months post-surgery. The patient experienced infected intraperitoneal mesh.